Event description:
A malfunction alarm was reported, indicating a fault with the pump, identified by code [12-0x2071]. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, informed the customer about the need for replacement, confirmed the customer¿s shipping address, and provided a replacement pump to ensure continuous insulin delivery.